Event description:
The balloon burst during hand inflation in the iliac artery, which was described as both tortous and calcified. The procedure was successfully completed with another opta pro balloon. There was no report of pt injury. As per the reporting affiliate, the add'l procedural info is available. The product is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.